Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated right ventricular (rv) lead displayed noise and oversensing. The patient was seen for a revision procedure where the device was explanted; a new rv lead was placed. There were no additional adverse patient effects reported. It is unknown if the device will be returned for analysis.